Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be depleting quickly. Reportedly, the battery gauge was charged to 100% and at the time of the call it was low. Also, it was reported that the pump would not charge despite attempting multiple cables and power sources. The customer's blood glucose level was 250 mg/dl with slight ketones. The customer indicated that a bolus would be delivered. It was confirmed that the customer had manual injections available.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.